Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090254. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090705.

Event description:
It was reported that the patient went direct to implant without a trial and experienced inadequate stimulation. The patient stated that they had both pre-existing and new pain including discomfort around the clik anchors. It was noted that the patient experienced a high level of constant pain and discomfort around their feet and mid-back section. The patient underwent a revision procedure to explant the implantable pulse generator (ipg) and two leads. The patient is doing well postoperatively.